Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Bsc was informed that more specific product information is not available for this event. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that at the end of a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. During the procedure it was identified the patient's heart was enlarged and dilated. "Diseased substrate" was found during voltage mapping. Isolation of the pulmonary veins were successfully completed with the farawave catheter. When the patient was extubated, they "desaturated instantly" and staff could not find a pulse. Cardiopulmonary resuscitation (CPR) was performed for approximately 45 minutes before the patient was declared deceased. The cause of death was stated to be respiratory arrest with cardiac arrest also occurring. In the physician's opinion neither the farawave nor the treatment provided by the catheter contributed to the death, but without further information the device or treatment cannot be fully ruled out. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.